Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: radical prostatectomy. Event description: the issue became evident during the extraction of the trocar at the end of surgery. At the end of the surgery and the trocar was removed, it was observed that it was broken, a small piece was missing from the tip of the cannula. Additional information received by email on 23aug2024: the trocar was rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The break was considered to be a clean break. Broken piece completely removed from the patient. The trocar was not used with a robot. Type of intervention: the trocars are placed again, the pneumo is performed, the surgeon locates the small piece of the trocar and it is extracted. It is verified that the extracted piece fits 100% in the cannula, confirming that it is complete. Patient status: in good condition.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. Visual inspection of the provided photo confirmed the complainant¿s experience of cannula tip fracture. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: radical prostatectomy. Event description: the issue became evident during the extraction of the trocar at the end of surgery. At the end of the surgery and the trocar was removed, it was observed that it was broken, a small piece was missing from the tip of the cannula. Additional information received by email on (B)(6) 2024: the trocar was rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The break was considered to be a clean break. Broken piece completely removed from the patient. The trocar was not used with a robot. Type of intervention: the trocars are placed again, the pneumo is performed, the surgeon locates the small piece of the trocar and it is extracted. It is verified that the extracted piece fits 100% in the cannula, confirming that it is complete. Patient status: in good condition.